Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the respiratory rate was fluctuating. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the customer reported that the respiratory rate was inaccurate. During on-site visit the technician check the device and no deviation was found. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No failures were reported. Review of the provided device's logs (not complete) confirms occurrence of reported issue. Alarms such as low high respiratory rate or low expiratory minute volume indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The respiratory rate alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Higher respiratory rate than set may lead to insufficient ventilation or no ventilation to the patient. According to the technician the pre-use check successfully passed during check up of the device. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the reported alarms occurred due to leakage but there was no technical malfunction of the ventilator. The root cause of the reported alarms has not been determined as it remains unknown what was the source of the alarms activation.